Manufacturer narrative:
The device was discarded at the facility and is unavailable for evaluation. The manufacturing device history record was reviewed, and the device passed final testing and inspection with no non-conformances. From the acuson acunav volume ice catheter instructions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
A patient underwent a mitral valvuloplasty procedure. The balloon was successfully deployed, then a sheath and acunav volume ice catheter were used in the left atrium to image the mitral valve orifice. No complications were observed. The case ended, and the patient was kept overnight as standard protocol for post-procedural monitoring. Prior to discharge, the patient received a surface echocardiogram where a pericardial effusion was identified. The patient was asymptomatic. The effusion was treated pharmaceutically, and the effusion resolved. A left atrial wall perforation is suspected. The patient remained under observation in the hospital for two days with no further complications.

Manufacturer narrative:
G4: corrected 510k number; h6: added investigation codes; h7,h9: added recall information. Investigation results: tests were conducted on acunav volume sample catheters to evaluate the buckling response in mechanical testing and during use in an animal model. Testing showed the catheter will buckle when pressure is applied at the tip to mitigate the risk of perforation by keeping the applied force below the minimum perforation force. The use of a sheath covering the articulation section of the catheter disables the design mitigation against perforation by constraining the buckling portion of the catheter. It was concluded that the reported cardiac perforation was likely caused by the use of a 63 cm cook sheath that did not allow for the minimum exposed length of catheter (64mm) necessary for proper buckling to occur. When advancing the acunav volume catheter across the intra atrial septum with a 63 cm sheath, the combined geometry of the left atrium and catheter likely disabled the design mitigation against perforation by constraining the buckling portion of the catheter. Additionally, the acunav volume user manual contains the following warnings under safety and care during use: warning: carefully manipulate the catheter to avoid cardiac damage, perforation, or entanglement. When you encounter resistance, do not use excessive force to advance or withdraw the catheter. Perforation of the vasculature is an inherent risk of any catheter placement. A number of serious adverse events have been documented for cardiac catheter procedures, including pulmonary embolism, myocardial infarction, stroke, tamponade, and death. Warning: do not use excessive force to advance or withdraw the catheter. Using excessive force to advance or withdraw the catheter can result in patient injury or death. If you encounter strong resistance during catheter articulation, discontinue the procedure. Identify and address the cause of the resistance before resuming the procedure. Withdraw and redirect the catheter as needed. (B)(4)